Event description:
It was reported that defibrillation threshold was being performed since it was not done at implant of the implantable cardioverter defibrillator (ICD) device. A few minutes after the test and while the care staff was still reviewing the first strips, the device appropriately detected, treated, and broke the rhythm for what appeared to be a ventricular fibrillation (vf) episode. When reviewing the strips for the second therapy it was noted that the device initiated the vf. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).